Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for one patient. The following results were provided (reference range 0 to 10 pg/ml): sid (B)(6) 2025 at 5:00 pm, initial troponin result (analyzer (B)(6))= 74.2 pg/ml; (B)(6) 2025 at 10:26 am, repeat result (analyzer (B)(6)) <10 pg/ml; (B)(6) 2025 at 8:45 am, repeat result (analyzer (B)(6)) <10 pg/ml. The sample was not repeated or redrawn on the same day but the same sample was retested two and four days later. The patient was taken to another hospital for additional testing and another blood draw was performed. The troponin testing, with an unknown method, generated a result that did not confirm the abbott initial result (actual result was not provided). The patient had no other treatments or procedures provided. The patients age and gender are unknown and presenting symptoms are unknown. Additional results provided: initial ckmb stat result= 2.2 ng/ml; repeat result= 1.9 ng/ml. Initial nt-probnp result= 21.8 ng/ml; repeat results= 44.4 ng/ml, 40.3 ng/ml. There was no additional impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6) complete entry for section e1 - phone number: (B)(6). All available patient information was included. Additional patient details are not available. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, labeling review, and a log file analysis and inspection of the alinity I analyzer. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. A ticket trending review did not identify any trends. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the lot number 70021ud00. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The review shows that the median of the patient results obtained for the complaint lot is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Lastly, a review of the log files for the alinity I analyzer as well as an inspection of the instrument was performed and no issues were noted. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot number 70021ud00 was identified.